Event description:
From the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where the leaflet was damaged post-procedure. Before the pascal procedure, the grade of regurgitation was 3. After the device was implanted, the patient had a good reduction in regurgitation to grade 0, which was confirmed during the 30 day follow up examination. Four months and a half post- procedure the regurgitation increased to 4+ and the patient became highly symptomatic. There is a hole in the posterior mitral leaflet near the pascal device making it impossible to place another pascal. The physician will try to cut the anterior leaflet and treat the regurgitation with a tendyne device, positioning the pascal device at the posterior wall to avoid the lvot.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6 and h2. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. As per internal imagery review there appears to be a large/ severe prolapse of the posterior mitral leaflet with inadequate tissue bridging on the posterior side. The allegation of posterior leaflet tissue damage was unable to be determined due to insufficient imaging. Additionally, unable to confirm any device related issues or malfunctions. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where the leaflet was damaged post-procedure. Before the pascal procedure, the grade of regurgitation was 3. During the procedure there were no leaflet capture difficulties. There were two grasping attempts. There was no resultant tension on the leaflets. After the device was implanted, the patient had a good reduction in regurgitation to grade 0, which was confirmed during the 30 day follow up examination. Four months and a half post- procedure the regurgitation increased to 4+ and the patient became highly symptomatic. There is a hole in the posterior mitral leaflet near the pascal device making it impossible to place another pascal. The patient had a reintervention to treat the regurgitation and a tendyne valve was implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant damages leaflets over time was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. No device issues were reported. Per the internal imaging evaluation (ie) performed, only post-procedural tee was uploaded for review. There appeared to be a large/ severe prolapse of the pml with inadequate tissue bridging on the posterior side. However, since no intra-procedural imaging was provided/ acquired for review, the ie was unable to confirm a pml perforation. Available information suggests procedural factors (inadequate tissue bridging) and patient conditions (severe prolapse) may have contributed to the reported event. However, a definite root cause is unable to be determined.